Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from (B)(6) to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): slow flow or no diffusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 12 used easypump ii lt 100-50-s without packaging, batch number 14n10ge261. The received samples were taken to a visual inspection. Damages were not detected. 7 samples are half filled, 5 samples are empty. As-received condition the white clamp was closed at the 12 samples and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cones) and at the patient connector (lla-cone) of the 7 samples. Additionally the 12 pumps were filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes 10 pumps did not work (solution was not running). After these 60 minutes leakages were not detected. The pump did work immediately (solution was running) at the other 2 samples. Leakages was not detected at the 12 samples. Flow rate test at the 2 samples with flow: nominal: 2 ml/h actual: sample 1: 2.0 ml in 1 h; 2.9 ml in 2 hrs; ml 3.8 in 25 hrs, sample 2: 2.3 ml in 1 h; 4.1 ml in 2 hrs; ml 9.8 in 25 hrs. A slow flow (as described by the customer) could be determined at the 2 samples with flow. The 12 received samples are not within our specifications. Hence we assess thic omplaint to be justified. We have informed our manufacturer accordingly. Moreover we received one used (approx. Half filled) easypump ii lt 100-50-s without packaging, batch number 15a13ge261. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cones) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. Complaint not judgeable due to complaint sample is blocked therefore flow rate cannot be tested. Corrective measures regarding blockage and flow rate issues have been initiated and are documented under CAPA 001365 and CAPA 001475.